Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an em2400 valve set came off (disconnected/separated) from the valve set component during setup and preparation. A new valve set was then used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the device was manufactured from may 26, 2018 - may 28, 2018. H10: the device was received for evaluation. Visual inspection was performed which observed that the valve set silicone outlet tubing was detached from the valve body outlet port. The reported condition was verified. The cause of the condition was not determined. Due to the nature of the returned sample functional testing could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.